Event description:
A technician reported a pt with an unexpected refractive outcome following intraocular lens (iol) exchange. The lens was exchanged for a lower toric power iol. In a follow up, the technician reported that a piggy-back iol was implanted to treat the event. The pt's uncorrected visual acuity was fingers (cf) on the first day after surgery. She added that she will report back if the pt's vision does not improve after the healing period. The report for the explanted iol was previously reported under manufacturer report # 1119421-2013-00261.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).